Event description:
Journal reference: rosario et al. "Durability and cost-effectiveness of transurethral needle ablation of the prostate as an alternative to transurethral resection of the prostate when alpha-adrenergic antagonist therapy fails". J urol 2007; 177, 1047-1051. The article describes the results of a long term study involving 71 patients treated with transurethral needle ablation of the prostate for symptoms related to luts/bph. The procedures were conducted between 1994 and 1995. Short term symptom relief was reported as successful with a high rate of long term treatment failure. A number of procedure related complications were reported. Reportable event: one pt experienced post tuna hematuria with significant bleeding requiring bladder irrigation. No outcome info was provided.